Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p3h0794) sigpshell, sig power sigpshell control shell, (lot# unknown sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during colon resection, the tissue was clamped with the reload. The surgeon waited for a while. After clamping, the jaws could no longer open nor close. When the green button was touched, the jaws started to open. The surgeon touched the green button several times, then the jaws became able to be operated and the tissue was released. The firing was not attempted at all. Another device from another manufacturer was used to complete the case. There was no patient injury.